Manufacturer narrative:
On jul 21, 2023, additional information was received indicating the baker grade was grade IV. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: the patient has not undergone explantation or reoperation at this time. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent a breast augmentation with a mentor memorygel breast implant 350cc and experienced capsular contracture baker grade unknown (side unknown) post-operatively. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. Two serial numbers were reported ((B)(4)) but it is unclear which belongs to the complaint device. If additional information is received, a supplemental report will be submitted.

Manufacturer narrative:
On sep 30, 2024, additional information was received indicating the capsular contracture occurred on the left side. The impacted product serial number has been identified as (B)(6). On oct 14, 2024, additional information was received indicating the patient also experienced a rupture on the left side, which was confirmed via MRI. Manufacturer¿s reference number: (B)(4).